Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During dialysis treatment, blood from the red lumen clearly contaminated with saline from the blue lumen. Under fluoroscopy contrast flush to bluen lumen demonstrates a communication to the red lumen between the internal septum. Commnication internally approx. A 1/3 from tip of catheter.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. A 100% leak test is performed as the last step in the manufacturing process. The leak test is capable of detecting gaps such as holes, tears, or non-bonded unions that could lead to a malfunction. Without an evaluation of the device the complaint cannot be confirmed, and a root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, follow-up medwatch's will be filed as appropriate.